Event description:
A cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Although technical support confirmed the issue with consecutive cartridges and offered a pump replacement, the customer declined the replacement, no additional information was provided.